Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application displayed an error alert asking to close and then reopen the application. No additional patient or event information is available. The complaint states the patient experienced an error alert asking to close and then reopen the application. Data was returned and evaluated. The reported error alert was confirmed via data. A root cause could not be determined. Root cause was determined to be sql error.